Event description:
It was reported by svc report that the gas cylinder is not holding to full potential and the head end plastic cover is damaged. No pt involvement or adverse consequences are reported.